Event description:
At the time of the refill, the health professional had difficulty locating the reservoir fill port and ended up dispensing medication in the pt's body. "As a result, the pt had an overdose, body went numb and then went into a coma for a couple of days." Following this event, the pt was in an assisted living facility and had not fully recovered from the coma. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be set if additional info becomes available.

Event description:
Additional information: patient's husband reported that his wife had a pocket fill. Per caller, the patient stopped breathing due to bupivacaine. The patient was in the hospital for 11 days and then the rehab facility for 2-3 months. Per caller, the patient suffered brain damage. The pump was also delivering dilaudid.

Event description:
Additional information received reported following the pocket fill, the patient was placed on life support which in turn caused the previously reported brain damage, specifically ¿ante occip.¿ it was reported this was due to the health care provider at the time of the event not having oxygen, narcan or anything in the room with him and the patient not getting attention quickly.

Event description:
Additional information received reported due to the pocket fill which was reportedly approximately 40ml of narcotic and subsequent treatment as previously reported, they also experienced cognitive decline. The patient was reportedly currently stable, ¿fine¿. Their current hcp was ¿great and terrific¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)